Event description:
During final count on the procedure, the luer lock on the conmed manipulator was missing. Vaginal cavity was checked by surgeon, no evidence of it being retained. Investigation revealed that this part of the device is of radiopaque.